Manufacturer narrative:
Additional information:e1(event site postal code-(B)(6), event site state-(B)(6)). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had autofill failure. A getinge field service engineer (fse) did various tests and found the drive manifold to be faulty. Replaced the drive manifold, and the unit passed. Calibrated the vacuum and pressure values. Passed the all-manifold test. Tested on balloon on clinical mode for >20 mins. Unit safe for use. The final investigation has been completed by failure analysis and testing department. Retaining the drive manifold in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a pre use check, the cardiosave intra-aortic balloon pump (iabp) unit could not detect autofill. There was no patient involvement.